Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A short-simulated therapy was performed and was completed successfully without any delay or alarms. A pressure integrity test was performed and passed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during dwell 2 while connected to the amia device. It was reported therapy was paused at the end of drain 2 and draining relieved the symptom. Renal therapy services assisted the patient with ending therapy and proceeded to final drain. It was reported the total ultrafiltration was -323 ml. The patient reported the cause of the event was because they ¿did not drain the previous effluent completely and then filled with more pd fluid¿. There was no report of medical intervention associated with this event. It was reported the patient was recovered from the event. No additional information is available.